Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation no device problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had reduced flow during a therapeutic colonoscopy. The procedure was completed successfully with the same device. There was no patient injury or medical intervention associated with this event.